Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual inspection revealed that the guide wire contained one slight kink/bend towards the distal end. Microscopic examination confirmed the distal weld was intact. The kink/bend measured 14mm from the distal tip. The overall length of the swg measured 4 9/16", which is within the specification limits of 4 7/16" - 4 11/16". The outer diameter of the swg measured 0.387 mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was threaded through the returned cannula. When first inserting the guide wire, minor resistance was encountered throughout the guide wire, which is an indicator that adhesive residue is likely inside the cannula. Despite this, the guide wire was able to pass completely through the cannula. A device history record review was performed, with no relevant findings identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked/bent towards the distal end. Despite the damage, the sample met all relevant dimensional requirements. Passing the guide wire through the cannula revealed minor resistance from inside the cannula. A device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.